Manufacturer narrative:
Device has been evaluated but not repaired. The device was returned unrepaired, per customer's request.

Event description:
The manufacturer received information alleging a ventilator shut down. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the ventilator would not power on. The device's system board needs replaced to address the issue.